Event description:
Reportedly, after removal from liquid nitrogen, one cryocyte freezing container was found cracked and ruptured when removed from the water bath during thawing. Some of the cells were lost at the time of the event. Sufficient back up cells were oh hand for transplantation. No adverse pt event reported in association with the breakage. The container was disposed of at the time of the event.